Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
This is a spontaneous report by a consumer from (B)(6) on homechoice peritoneal dialysis. On an unreported date in 2010, a break in aseptic technique occurred. On (B)(6) 2010, the patient experienced abdominal pain at home, and was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized for serious abdominal pain and cloudy effluent. On an unreported date in 2010, the patient began treatment with cefazolin 1g x 2g/day and gentamycin 40mg x 80mg/day. On (B)(6) 2010, the patient was discharged from the hospital. The peritonitis was improving and the patient continued to take cefazolin and gentamycin at home while remaining on peritoneal dialysis.